Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were sticking, hypersensitive, scrolling, worn symbols, and intermittently unresponsive since a month ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/17/2013 with the following findings: the keypad button symbols were found to be worn and difficult to read; however, no damaged to the keypad cover was observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to engage. The keypad buttons were also found to be sticking and hyper-responsive/scrolling. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/faded and discolored display screen that was difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration of text.